Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a caretaker changed infusion supplies for an ilet system, the patient experienced sustained hyperglycemia with a peak blood glucose of 250 mg/dl for approximately 2.5 hours; the spouse observed tubing wrapped around the site and was advised that tubing should be unobstructed to avoid possible flow restriction, and troubleshooting and education were provided. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing, with glucose subsequently returning to range. Investigation included user troubleshooting and education regarding infusion set and tubing management. Investigation of this case revealed a possible transient flow restriction due to tubing constriction at the infusion site, though the precise cause remained unclear, and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable.